Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable defibrillation lead exhibited high out of range pacing impedance measurements. During device change out these leads were surgically abandoned and replaced. No adverse patient effects were reported.